Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket erosion during routine clinic follow up. The system was explanted and not replaced. The patient was in good condition and would continue to be monitored.